Event description:
The pt reported, getting a burn from the charger. The pt admitted to sleeping while charging. The product labeling instructs the pt not to charge while sleeping. The pt developed an ulcer and an infection. While the physician was debriding the ulcer, the metal of the pt's ipg was scratched. The pt's ipg and leads were explanted. The pt is currently being treated with antibiotics.